Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome on november 1, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The head had some visible damage. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on november 1, 2019 which included replacement of the machined head, die cast lever, poppet, screws, throttle hinge, throttle hinge gasket, needle bearing, reciprocating arm, external e-ring, poppet spring, o-rings, poppet housing, motor sleeve, swivel, motor, bearings, internal retaining ring, spring seal, ball plunger, spring pin, semi-circle bearings, and vespel bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be confirmed. It is possible the damaged head could have contributed to the reported event but it is unknown with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product evaluation and the investigation is complete, a follow up/final report will be submitted.

Event description:
It has been reported that the device is " tearing up skin". There was no patient harm and no delay in procedure reported as a result of this malfunction.